Manufacturer narrative:
PMA/510(k), this product is manufactured in the u.s., but not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a (B)(4) implantable (B)(6) lens (icl), -9.0d, into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged for a longer length lens on (B)(6) 2021 due to low vault. The problem was resolved. The cause of the event was reported as unknown.